Event description:
Reporter is consumer who has done an internet search on her device that attaches to her spinal cord. She states that she feels her device became detached from its source within a week of being implanted and her medication was not entering her body correctly. She says that within a week after implantation, she noticed a golf-ball sized lump at the insertion sight, that was less prominent when lying down. The lump was accompanied with motion sickness and a migraine. She was evaluated by ent for her vertigo and diagnosed with an infection. Drs denied that lump in back had any siginficance, but she felt as if the medication wasn't going where it had been intended to go. She says at the time, she felt like her body was "guitting" on her. Her internet search spoke of "dislodgement " of device in others but not "detachment. And, therefore she wanted to submit her report of device being "detached." She has recently had her device replaced. Prior to her replacement surgery, she had a difficult time trying to convince her healthcare providers that her pain pump was not doing what it was intended to do.